Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs that were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the knob jammed in the outer shaft. The instrument could not be dismantled and it was detected during the dismantling process. No further information was provided. The device will not be returned. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was performed. Our investigation shows that the applicator outer shaft is jammed with applicator knob. Also we found strong hammer marks on the knob. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact root cause. Due to the wear and tear, it appears that high mechanical forces were applied on the device. This situation could finally cause the complained issue. The relevant dimensions for the complaint can not be checked because of the jamming. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.